Event description:
Attorney reported: in 2007 - patient underwent a laparoscopic ventral incisional hernia repair during which a composix kugel mesh was implanted. Patient began experiencing abdominal pain directly after his hernia repair surgery. The abdominal pains were accompanied by fever with chills and rigors, as well as abdominal swelling and redness. On ten days later - patient was examined for his infected, open abdominal wound during an emergency visit and was diagnosed with a severely infected abdominal wound. Patient had a CT scan of abdomen and pelvis which showed inflammation with increased density in the properitoneal fat and possible inflammation of greater omentum in the mid abdomen anterior margins fat. Inflammation was also found in the supraumbilical region of the anterior abdominal wall and possible small surgical defect. Hospitalization and surgery were immediately necessary. On the next day - patient underwent an exploratory laparotomy. During the surgery, the physician discovered that the implanted mesh was infected and thus explanted. The physician noted the area surrounding the device was extremely infected and there was a large abscess around the infected mesh. On three days later - CT scan concluded that the patient would need another exploratory surgery. Patient underwent a second exploratory laparotomy for treatment of the abdominal abscess that resulted from the infected mesh. On the following month - patient underwent a debridement of the abdominal wound. During the surgery, the physician discovered an excised necrotic tissue from the abscessed region and the abdominal wound was closed. On a week later - patient was discharged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is retuned for evaluation or additional information becomes available.